Manufacturer narrative:
Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Blank display not confirmed. Device failed the sleep current test and active current test do to moisture damage on the electronic assembly. Device primed immediately during displacement test due to moisture damage on the motor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to occlusion alarm during priming. Pump error 24 unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer was swimming. Insulin pump was exposed to moisture. Insulin pump received critical pump error alarm which generated when a power failure was detected. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring is neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.